Manufacturer narrative:
Patient date of birth and weight are unknown. Event date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: november 5, 2014 - no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal locking screws had backed out of a locking compression humerus plate. The patient initially underwent an open reduction internal fixation (orif) procedure of the proximal humerus on (B)(6) 2015. During a follow up visit (on an unknown date), an x-ray confirmed the backed out screws. A revision procedure took place on (B)(6) 2015. The original hardware was removed and replaced with another company¿s hemiarthroplasty. No surgical delay was reported. The patient outcome/status is listed as ¿good.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) plate, three (3) cortex screws, and six (6) locking screws were returned. The devices are in good condition with no damage or marks that would indicate they were used. A visual inspection, dimensional inspection, functional test, device history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The complaint condition could not be replicated nor could the cause of the complaint be determined. Due to the condition of the threaded screw holes, it is likely that the screws were not adequately torqued to ensure they were securely locked. This complaint is unconfirmed. The associated drawing(s) for the device(s) were reviewed. No drawing issues or discrepancies were noted on the current drawing revisions. The designs are adequate for their intended use and did not contribute to this complaint condition. The cause of the complaint condition could not be determined. There were no issues found with the returned devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.